Event description:
Dealer is stating that the units sieve bed, compressor, pc board and pe valve need to be replaced. No mention of what was wrong, except the unit is used in a facility and they wanted to know how much it would be to repair. No other information provided.